Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The complaint device was returned for evaluation and functional testing confirmed that the device functioned as intended. The reported abnormal deflection of the delivery catheter (dc) shaft was confirmed via returned device analysis. The investigation concluded that the dc shaft deflection reported in this incident is a normal function of the lock lever retraction and the device functioned as expected. Lock lever retraction results in increased tension on the dc shaft, causing it to deflect. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a definitive cause for this incident. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other mitraclip device referenced is filed under a separate medwatch MFR number.

Event description:
This report is being filed for the unintended movement of the device during lock lever retraction, which has potential to cause or contribute to serious injury. It was reported that two mitraclips were successfully implanted on (B)(6) 2016. On (B)(6) 2016, mitral regurgitation was noted to be increased to 4+ and one of the mitraclips was found to be attached to the anterior leaflet only. A second clip procedure was performed. The first mitraclip delivery system (cds) functioned normally outside the anatomy and in the left atrium. After the shaft was fully advanced into the left ventricle, when the lock lever was retracted to the blue line to unlock the clip, the shaft deflected medially. The shaft deflection prevented the cds from getting to the desired position. The cds was removed without incident and replaced with another cds which was implanted, reducing mr to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.